Event description:
It was reported that the patient went to the emergency room with symptoms of palpitations and fluttering in the chest. Upon interrogation, there was increased threshold and intermittent sensing, and a chest x-ray showed that the lead had dislodged and moved. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.